Event description:
Lf customer support reports via fax - pt experienced an air injection. Customer risk mgmt reports: fifty five year old male having a CT of the chest with contrast for chest pain to r/o pe. IV access was lt ac with a 20 ga. IV access device, established by the hosp ER. Optiray 320, 100ml prefilled syringe was loaded into the injector and connected to the pt IV access device with coiled tubing. Injection protocol was 4ml per sec for 100ml volume. Injection and CT scan procedure was started. Technologist noted air emboli on the CT scan and stopped the injector. Approximately 40cc of air volume documented by hosp. Pt was then transported to the cardiac cath lab for a procedure to remove the air pocket. Post catheterization procedure, the pt was sent to the hyperbaric chamber for treatment. Customer reports pt is doing very well and air pocket has resolve completely.

Manufacturer narrative:
Liebel flarsheim service report: field service engineer verified correct operation of injector as prescribed in manufacturer's service manual, ch. 6. Injector system functioned within manufacturer's specifications.